Manufacturer narrative:
Inspected 1 opened/used guardian sensor and performed continuity resistance test and sensor passed per specifications.

Event description:
The customer reported via phone call that they had sensor updating. The customer had high blood glucose level of 421 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.